Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue independently by successfully loading a new cartridge and resuming insulin therapy before seeking assistance, and the issue was considered resolved.